Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 25mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated three times at nominal pressure for 10 seconds. However, during the procedure the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated three times at nominal pressure for 10 seconds. However, during the procedure the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.